Event description:
A caller reported a high readings issue with the adc device. The caller reported receiving an unspecified high sensor readings when compared to a competitor meter. The customer became hypoglycemia and experienced slurred speech and was unable to self-treat, requiring a "drink" from a third party for treatment. No further treatment information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch no issues were observed. Data was extracted using approved software, and extraction was successful. Log file was reviewed and data quality errors found throughout the historical data. Data quality errors are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The sensor passed functionality testing which indicates that the data quality errors observed did not have an impact on the sensor¿s functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high readings issue with the adc device. The caller reported receiving an unspecified high sensor readings when compared to a competitor meter. The customer became hypoglycemia and experienced slurred speech and was unable to self-treat, requiring a "drink" from a third party for treatment. No further treatment information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 10 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was performed and results were within specification. Poise voltage testing was performed and results were not within specification. An extended investigation was also performed. Visual inspection performed on the returned sensor and no issue was observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high readings issue with the adc device. The caller reported receiving an unspecified high sensor readings when compared to a competitor meter. The customer became hypoglycemia and experienced slurred speech and was unable to self-treat, requiring a "drink" from a third party for treatment. No further treatment information was provided. There was no report of death or permanent injury associated with this event.